Event description:
It was reported that the patient developed a draining sinus at the site of an achilles tendon repair, and the site had to be re-opened. It was determined that the patient had developed a granulomatous reaction possibly to the fiberwire material, which was removed. Subsequently the patient began to develop itching at the achilles tendon site and other skin lesions which have slowly increased in number, and when biopsied, are consistent with allergic contact dermatitis. Site was cleaned and flushed. Pt. Is not a diabetic or have no known allergies.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record could not be performed as the lot number was not provided. Based on the information provided, the most likely cause(s) of this event is allergic-like reactions to pla materials (plla, pldla) which have been reported in the past. These reactions have sometimes necessitated the removal of the implant. Product directions for use warns of possible foreign body and allergic-like reactions to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by facility.